Event description:
It was reported that the patient's blood glucose level rose above 400 mg/dl while. It was reported that the needle never deployed the cannula into the skin. The pod was worn for less than an hour. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.5cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.